Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date ¿ the lot was manufactured between may 26-27, 2023. H11: two (2) actual devices and a photograph were returned for evaluation. A visual inspection was performed on the returned actual devices, and the reported issue was not easily identified. The returned photograph was reviewed, and it was noted that the solution was leaking into the outer pouch. Functional testing was performed on the actual samples, and it was noted that there were leaks from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. The event occurred during setup prior to patient use. There was no patient involvement. No additional information is available.